Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was completed as planned with the available limited movement. The philips field service engineer (fse) inspected the system onsite and confirmed that the motorized movement unavailable during beam longitudinal frontal movement. Analysis of system log file showed errors related to the reported issue as only clea2 luc and extension (spc3 and spc4) are present, but clea luc and extension (spc1 and spc2) are not present. Upon troubleshooting, fse found this issue was due to damaged encoder that had belt slip for the c-arc motion on the side of the c-arm. To resolve the issue, fse replaced spc 1, adjusted encoder tensioner and recalibrated motions and. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the allura system generated a limited movement error message and the c-arm would not move. The device was in clinical use. The patient was moved to another room and the procedure was completed. No patient or user harm reported. A philips field service engineer (fse) inspected the system onsite and replaced luc board which resolved the issue. The device was returned to use in good working order.